Event description:
The customer reports when flushed with ns liquid was "spraying" out from a small crack along length of PICC around 2cm external marking. Line pulled out/removed.

Manufacturer narrative:
No lot number was provided. Therefore a review of the device history record (DHR) including manufacturing device history review and product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Additionally, 100% in process visual inspection and visual acceptance sampling are performed in the plant. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.